Event description:
It was reported that touch screen calibration was off by about two centimeters, and the entire screen could not be accessed. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that touch screen calibration was off by about two centimeters, and the entire screen could not be accessed. The programmer was returned for repair. The radiofrequency (rf) head was also analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the stylus pen was not tracking with the overlay screen. (B)(4): analysis found that the rf head failed telemetry testing due to the cable being out of electrical specification.